Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller was assisted in performing the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump. They were instructed to call back if the malfunction code appeared again.